Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l information will be submitted within 30 days of receipt.

Event description:
The stent delivery system (sds) would not cross the lesion when attempting to stent the left subclavian artery. When the physician attempted to remove the sds from the patient, the stent dislodged during withdraw into the sheath introducer. The age and gender of the patient are unknown. The characteristics of the vessel are unknown. The rate of stenosis was 80%. The physician used a humeral approach to access the lesion. When the stent reached the target lesion it would cross. The physician did not attempt to force the sds across the lesion and decide to withdraw it from the patient and dilate the lesion. As the physician attempted to pull the sds through the sheath, the stent dislodged in the vessel. To remove the stent, the physician needed to enlarge the access site, clamp the humeral artery, remove the guidewire and sheath introducer, make an incision in the humeral artery and remove the stent. The physician ended the procedure by placing an absolut stent 7 x 20 mm in the lesion. The patient was reported to be doing well following the procedure.